Event description:
The customer reported via phone call that customer experienced high blood glucose level. Customer¿s blood glucose was 495 mg/dl at the time of incident. Customer's current blood glucose level was 432 mg/dl. Auto mode feature was activated at the time of high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.